Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad trace. No stuck buttons, rolling, ramping numbers on their own, or scrolling bar moving anomaly noted. The device was received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported she was attempting enter her blood glucose into the insulin pump and number kept ramping on their own. Customer's blood glucose was 94 mg/dl. Customer stated the up arrow was stuck. Customer does not recall any events that may have caused the keypad issue but was working out and sweat might have got in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.